Manufacturer narrative:
The exposed portion of the soft cannula was found to be bent. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. The downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. Investigation found no defects or deficiencies that would contribute to a communication error. The device was reset, paired with a new pdm, and successfully delivered a bolus. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 267 mg/dl while wearing the pod on the leg. As treatment, the patient drank a lot of water and moved around. The patient's blood glucose history is as follows:   bg(mg/dl), 209, 196, 208, 257, 252, 267.